Event description:
I had a lumbar spine surgery on (B)(6) 2013 in which they place on my spine two rods and four titanium screws. A year later, I was complaining of losing my balance even bumping into my wall. My pain management doctor increased my dosage of the medication gabapentin. I noticed on (B)(6) 2015 that my left side was getting swollen and still losing my balance. The pain management doctor sent me to neurology for a series of tests, but the results came back negative. So on (B)(6) 2016, my pain management doctor scheduled me for an epidural and while conducting the procedure and MRI without contrast and with contrast. Since (B)(6) 2016, I haven't been able to eat nor sleep because I have been told that I have to get operation again. I feel very depressed for my condition and I am also feeling a shocking electricity pain on my right side. I don't know the company's name of the product.